Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient continued to complained lack of therapy efficacy. The hcp performed troubleshooting measures including catheter dye study and pump roller study. Catheter study and rotor study were both negative but reservoir residual volumes continued to be significantly more than expected with each refill. Programming errors were ruled out. Logs were obtained and did not indicated any system complication. The rep did not know any dates the trouble shooting measures were performed. The pump was explanted and would be returned. The rep had possession of the product. There were no environmental factors reported or that were aware of that may be contributing to the issue. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H6: previously reported method and results code no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep did not know the cause of the discrepancy. It had been resolved. The rep was not aware of what was done to resolve the issue. The rep did not know the patient's weight at time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 2.5 mcg/ml concentration at 0.7867 mg/day dose and morphine, 5 mg/ml concentration at 1.5735 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv)- arv: 7 and erv: 3.4. They were filling the patient's pump today and realized that they were expecting 3.4 ml, but got back 7 ml. After accessing the reservoir, they went to fill the 40 ml pump but could only fill the pump with 33 ml. This was the first refill post-catheter revision. She planned to confirm that the programming was checked and planned to aspirate any air from the reservoir and the considerations above. No further complications were reported.